Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan a type iii separation endoleak was noted between the 36x20x145 endurant graft and the 24x24x82 limb. A secondary intervention was performed and an endurant 16x24x156 was implanted to bridge the gap and essentially reline the existing limb. The stent graft was implanted all the way up to the flow divider on the main body. That limb was then extended with a 24x24x82, to bring it down further in the left common iliac artery. The final angiogram showed no evidence of an endoleak. The physician stated the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).